Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to advancing a guide wire into the patient the white tip of the 6.0x150mm supera self expanding stent system (sess) came off as it was being loaded onto the guide wire. Another device was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was being loaded onto the guide wire inadvertent mishandling resulted in the reported/noted tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.